Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that the customer passed away at home on (B)(6) 2020. According to the customer's health care professional, the customer had low blood glucose which triggered a heart attack. The insulin pump is not expected to return for failure analysis.